Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it was confirmed that the foreign material was organic silicone rubber material. It was likely that the material was a chipped fragment of a rubber material used for endo therapy accessories such as packing at a/w valve, tube used for cleaning, and tube at water tank. However, the material could not be specified due to multiple origins. The foreign material clogged in the a/w nozzle was due to fibers such as gauze and towel and organic silicone material which were used for reprocessing and were not drained from the a/w nozzle, therefore, getting stuck in the a/w channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to the angulation malfunction. In addition to foreign material in the nozzle, the additional evaluation findings are as follows: the angulation in the up direction was out of standards due to wear of the angle wire; the play of the up/down knob was out of standards due to a worn angle wire; the water supply volume and water removal ability was out of standards due to the clogging of the nozzle; the connecting tube has a dent; the control unit has discoloration due to chemical stress during reprocessing; the grip, universal cord, suction connector, scope connector cover, free-engage knob have a scratch due to physical stress. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): operation manual gif-1200n operation chapter 3 preparation and inspection describes the detection method. Instruction manual gif-1200n cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes (and accessories to be reprocessed together) describes preventive measures. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had an angulation malfunction. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.